Event description:
It was reported that the pt underwent spinal surgery at s1/ilium. Sometime post-op, x-rays showed that the set screw "pulled out" of the screw and exposed the rod. The pt underwent revision surgery. The screw was replaced. While replacing the screw, the replacement screw stripped and the set screw could not be seated. Reportedly, the stripping may have occurred during set screw reinsertion, and induced splaying of the s1 screw head may have occurred.

Manufacturer narrative:
(B) (4). The screw was returned for eval; the corresponding set screw was not returned. Visual and optical inspection of the screw head crown provided evidence of possible improper loading and/or tightening of the set screw. There was no evidence of cross-threading or screw head thread damage. X-rays films were not provided. A review of the device history records did not identify any applicable nonconformance to specification.